Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 429 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was able to perform the complete pump rewind and passed the displacement test. The motor error alarm did not recur and customer was advised to monitor the insulin pump and call back if they experience any more issues.